Event description:
Doctor reported fracture of the abutment screw inside the implant, he was not able to remove the fractured part and needed to extract the implant. The implant was removed as a result.